Event description:
New information received confirmed this issue occurred outside patient use. It has been reported that device speakers are not functioning correctly.

Event description:
It has been reported that the voice prompts were inaudible during a patient use event. The patient outcome is unknown.